Event description:
It was reported that the left ventricular (lv) lead exhibited a sudden rise in threshold into a high range. The lead was reprogrammed and remains in use. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the lead was exhibiting out-of-range impedance and would only capture in one pacing configuration with high thresholds noted. The patient was programmed to right ventricular pacing only.

Event description:
It was later reported that the lead was turned back on after ten days and was capturing at maximum output. The patient was referred for discussion of secondary epicardial lv lead placement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 407652 lead, implanted (B)(6) 2012. D314trm ICD implanted (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.